Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt received emergency room treatment for hypoglycemia. The pt reported that the pump dispensed the insulin contents of the cartridge with no intervention and then emitted a no prime warning. The pt also reported that he has experienced migraine headaches since the event.